Manufacturer narrative:
The customer¿s report of the tubing cracking and leaking was not confirmed. The report of an occlusion alarm was confirmed and replicated. No anomalies or kinks were observed upon visual inspection of either tubing. No leaking was identified at the tubing, components, or connections during functional or pressure testing of either set. Functional simulated infusion testing was performed; an occlusion alarm was noted by the device during the infusion. Using the attached syringe, the set was attempted to be re-primed in which resistance was observed; however with extra force, the fluid was eventually able to flow through and exit as expected. The root cause of the reported cracked tube was not confirmed as it was not replicated during testing. The root cause of the occlusion that lead to the occlusion alarm has not been identified.

Event description:
It was reported that the tubing was cracked and leaked lipids at the filter while infusing in the nicu. They reported minor effect to patient since the lipids were not being infused to the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing was cracked and leaked lipids at the filter while connected to a patient in the nicu. They reported minor affect to patient since the lipids were not being infused to the patient.